Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
It was reported that a patient's pacemaker did not seem to properly capture the heart signal upon connection of the lead, resulting in a prolonged asystolic pause. The pacemaker started to pace when touching the skin. It was reported that a v burst episode was recorded around set-screw tightening time.